Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 5 years and 6 months following the implant of this transcatheter bioprosthetic valve, severe central aortic insufficiency due to leaflet tear was observed. A second valve was implanted valve-in-valve. Blood drawn was performed prior to the procedure to rule out endocarditis and the results came back negative. Of note, no post balloon aortic valvuloplasty (bav) was performed following the initial valve implant. No additional adverse patient effects were reported.